Event description:
Encountered difficulty rotating mitral valve into place. Consulted co rep, and she recommended explanting valve and trying another -same type-. The new valve was placed without any problem.